Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent patient presented in clinic for follow up. Upon interrogation, ventricular noise reversion episodes were noted. Noise was reproducible with isometrics. No intervention was performed. The patient was in a stable condition.